Event description:
It was reported that the (2) pca front cases are being replaced due to faulty key pads. There was no patient involvement as the issues were found during preventive maintenance.

Manufacturer narrative:
Correction: h10 (verbiage), h7 (should be blank on initial reports), h9 (should be blank on initial reports). Investigation conclusion: the report that the (2) pca front cases are being replaced due to faulty key pads was not confirmed. Testing performed on the returned keypads found both keypads tested good with no faults identified. Device inspection: the customer returned 2 pca front case keypad assemblies. Visual inspection of each front case was performed. Inspection identified both returned pca front case keypad assemblies with cracked screw inserts and hairline cracks around the front and outer edges of the case. Root cause analysis: design issue. Device history review: a review of the device history record showed the device had a manufacture date of 27jan2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the (2) pca front cases are being replaced due to faulty key pads. There was no patient involvement as the issues were found during preventive maintenance.

Manufacturer narrative:
Investigation conclusion: the customer reported that they are replacing 8100 door keypad with latch because the keypads aren't working. Testing performed on the returned keypads found both keypads testing good with no faults identified. Device inspection: external inspection was performed on the printec (qty 2 p/n tc10008587) pca front case assembly with keypad date code 2019. The keypad was observed to be in good condition with no irregularities observed on both keypads. During internal inspection within each of the assembly¿s front and back doors covers, no signs of contamination along the keypad cable traces and fiber optic lamps was observed. Root cause analysis: electrical failure ¿ design. Device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. H3 other text : only keypads were provided for the investigation.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the (2) pca front cases are being replaced due to faulty key pads. There was no patient involvement as the issues were found during preventive maintenance.